Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device intermittently displays 90007 in error log when performing self test. This could indicate a defib. / pacer test failure. There was no report of patient involvement.